Event description:
It was reported that the safety mechanism on the bd saf-t-intima¿ IV catheter safety system did not work when the catheter was pulled out. This occurred on 2 separate occasions during use, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from french to english: "when the catheter was pulled out, the safety system did not work. That happened twice."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9327784. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on the bd saf-t-intima¿ IV catheter safety system did not work when the catheter was pulled out. This occurred on 2 separate occasions during use, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from french to english: "when the catheter was pulled out, the safety system did not work. That happened twice."